Manufacturer narrative:
Continued h.6 health effect impact code: f2201, f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: gel bleed.

Event description:
Patient reported their "health was getting worse and worse [¿] the shock came after surgery, my implants were just mud, yellow and sticky." Device has been explanted.